Manufacturer narrative:
Original bulk non sterile manufacturer has no direct contact with end user. Excluding specific information related to the original manufacturer, contact, location, lot and code, and evaluation method, review and results, information included in the MDR record information is provided by original manufacturer's customer. Device history and process review confirmed lot met release and process requirements including tests for resistance to stress. The device was visually evaluated through photo confirming separation in multiple pieces. Visual review of the photos also confirm some stretching but the definitive cause is not confirmed. Based on the condition of the sample it appears excessive forces may have been applied to the device.

Event description:
It was reported that the support catheter detached during use in the right common femoral artery. The detached segment was successfully retrieved using a snare. Another support catheter was used to complete the procedure. There was no reported patient injury.